Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the application instrument for snal zipfix has broken. No other product defect was found. No dimensional inspection was performed due to post-manufacturing damage. Complaint relevant dimensions cannot be taken. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces as mentioned in the event description. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the application instrument for snal zipfix would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: no issues dimensional inspection: n/a, complaint is confirmed, as it is clearly visible that the instrument has a broken off part as described in the complaint description based on the received pictures. Furthermore, for a further examination it is necessary for us to receive the instrument back. H4 device history part: 03.501.080 lot: 4l26080 manufacturing site: hägendorf release to warehouse date: 26.apr.2019 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Part: 03.501.080. Lot: 4l26080. Manufacturing site:(B)(4). Release to warehouse date: (B)(4) 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Complaint is confirmed, as it is clearly visible that the instrument has a broken off part as described in the complaint description based on the received pictures. Furthermore, for a further examination it is necessary for us to receive the instrument back. Product was not returned therefore no further investigation possible. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from india reports an event as follows: it was reported that on (B)(6) 2021 while applying the zipfix bands with a zipfix applicator in a coronary artery bypass graft (CABG) case, immediately after the completion, the applicator tip was broken. The broken tip did not fall in the working field and the applicator and broken tip were collected and put aside safely. This report is for one (1) application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).